Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the jaws of the device broke in the pt's cavity. No component became disengaged into the cavity.

Manufacturer narrative:
(B)(4)